Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reflected a battery depletion (bd) alert. According data analysis the is a replacement interval window that ends in 2 months. The device it's should be explanted and returned for analysis. No additional patient adverse effects were reported. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the device reflected a battery depletion (bd) alert. According data analysis the is a replacement interval window that ends in 2 months. The device already explanted and returned for analysis. No additional patient adverse effects were reported.